Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) is doing pm for 8100 s/n (B)(4) patient side occlusion test is failing, I walk him through the patient-side occlusion pressure test setup. I suggested to perform a pressure calibration test, however he did not have a cal set available . I gave him the part number 8100- pcs and will order this part in order to be able to run the pressure calibration test.